Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading "high" on the glucometer. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The total amount of bolus and basal delivery did not match what was recorded in the insulin pump's daily totals file. Nothing further was reported.